Event description:
It is reported this event occurred in the interventional radiology department. The insertion site is unknown. The clinician was performing a thrombectomy, and the end of the black tip broke. The clinician tried to remove the broken tip from the patient's body via a guide wire. As a result a new kit was opened and the procedure was completed successfully. At this point, there is no information on whether the tip of the catheter was removed. It is reported there was no patient injury or complication.

Manufacturer narrative:
(B)(4).